Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular connector and that it needed calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the ring cover and two side bail covers were broken, the ring and two side bails were missing, the battery drawer was broken, the upper and lower cases were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the keyboard pad was cosmetically damaged and the battery flex was contaminated. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular connector and that it needed calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.